Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash under the lifevest just on one side. The patient was given a prescription from her physician for a topical cream. The outcome of the irritation is not known.